Event description:
It was reported that some resistance was met during insertion. As a result, dr removed catheter and sheath together. Upon removal, guidewire was noted to be unraveled. A new sheath and iab were inserted w/o further difficulty. Patient later expired unrelated to iab difficulty. Customer notes death was due to his "bad condition."